Manufacturer narrative:
No product will be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication in order to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that he has been experiencing "redness and irritation" at the pod site over the past couple of weeks. As a result, he visited his health care provider, who "prescribed antibiotic cream." The treatment "seems to be helping" and the customer is scheduled to see his hcp for a f/u visit. No product will be returned for eval.